Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted concurrently with anterior colporrhaphy, laparoscopic bilateral tubal ligation, colpoperineorrhaphy and partial vulvectomy. It was reported that the patient experienced chronic pelvic /vaginal area pain, severe pain during intercourse, worsening urinary incontinence and leakage, frequency/urgency to urinate, mesh erosion resulting in need for additional surgery, psychological and emotional suffering. It was reported that the patient underwent a mesh removal on (B)(6) 2012. It was reported that the patient underwent a mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional patient codes: (B)(4)-urgency, (B)(6)-frequency additional information: details: it was reported that following insertion the patient experienced urgency and frequency.